Event description:
Patient implanted with a clavicle hookplate on (B)(6) 2012. Pseudoarthrosis was noted and plate was removed on (B)(6) 2012. Surgeon opted not to revise patient to another implant. Patient was placed in an arm sling to rest for 6 weeks. This is the fourth of 4 reports submitted on this event.

Manufacturer narrative:
The implants were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analyzed and were are not able to give conclusive statement regarding a possible failure reason. Nevertheless, you may be assured that we have taken note of your input, this report has been entered in our market vigilance system and the corresponding statistical data will be kept under trending.